Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported the pulsavac battery pack burst into flames, on a shelf in csd after being used in a case. The battery pack had been cut from the pulsavac so it could be disposed of separately and it sat on the shelf for 30 minutes prior to bursting into flames.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record for 00515049500, lot number 63476254, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured from a short circuit due to a cut wire. This complaint is confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ CAPA (B)(4) is in process to directly address customers cutting the battery cable. The root cause for this complaint is that the customer cut the wire, creating a short circuit within the battery pack. This short circuit caused the reported event.